Event description:
Material no.: 930715. Batch no.: 0351281. It was reported some of the tint solution is outside and inside of the applicator inside the packaging. Per complaint form: we have been noticing some issues with the chloraprep w/tint (930715). As you can see in the pic below some of the tint solution is outside of the applicator. We are finding quite a few spots of tint on other applicators as well. Has something changed in your process or have there been any other reported issues with this applicator? Please let me know your thoughts. We actually opened the one with the leak and do not have the applicator any longer. I do still have the wrapper and the lot number.

Manufacturer narrative:
Follow up e MDR (B)(4). The leakage of orange dye is most limited to proximity of distance orange tined pledget, but in extreme and rare occasions the orange dye from the pledget will end up outside the barrel of the applicator. The dye blows like fine dust especially upon the product being automatically being assembled. In the case presented below the orange dye was found outside the barrel and probable fell onto the lidding. The dye was activated upon being in contact with moisture during the sterilization process. The most likely scenario is the orange dye fell onto the outside of the applicator barrel when the orange dye tinted pledget was being inserted into the applicator barrel. Small orange dye dust fell onto the body and after the assembly the orange dye from the body fell onto the lidding (package). A batch review was performed and no non-conformance was noted during the manufacturing of this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: please see narrative below.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Annex e code health effect ¿ clinical code: (B)(4) no clinical signs, symptoms or conditions. Annex f code health effect ¿ impact code:(B)(4) no patient involvement. Annex a- (B)(4) - defective device.

Event description:
Material no.: 930715, batch no.: 0351281 it was reported some of the tint solution is outside and inside of the applicator inside the packaging. Per complaint form: we have been noticing some issues with the chloraprep w/tint (930715). As you can see in the pic below some of the tint solution is outside of the applicator. We are finding quite a few spots of tint on other applicators as well. Has something changed in your process or have there been any other reported issues with this applicator? Please let me know your thoughts. We actually opened the one with the leak and do not have the applicator any longer. I do still have the wrapper and the lot number.